Manufacturer narrative:
Com- (B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device, on 09-07-2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.